Event description:
Chattanooga intelect 245mp ultrasound generator. Found failure of the 2 cm transducer. The transducer was producing the head max temp error and was inoperable and uncalibrational. Replacement transducers are no longer available.